Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent, vomiting, and abdominal pain. On the same day of onset, the patient was hospitalized for the peritonitis event. The cause of the bacterial peritonitis event was unknown. The patient was treated with an unspecified intravenous medication (dose and frequency not reported) for the event. The patient was discharged from the hospital three days later. The patient was recovering from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available.